Manufacturer narrative:
Correction: the patient was not hospitalized due to dizziness caused by the cochlear implant as previously reported. It was reported that the patient experienced episodes of dizziness prior to being implanted with the device. The implanted device remains.

Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (date not reported) due to dizziness. It is unknown if this is device related at this time. The implanted device remains.